Manufacturer narrative:
Year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a lesion. It was reported that the stent became damaged/defective and a stent dislodgement occurred. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.